Manufacturer narrative:
During the product production run one handle and block of one assemble was inverted. The subsequent quality control check was missed. The situation has been determined to be an isolated incident. It was determined only one assembly was effected. Internal corrective action was initiated. Retraining of personnel has occurred and the manufacturing process has been evaluated.

Event description:
It was reported, the connection block and handle orientation was incorrect on hook-up.